Event description:
It was reported from austria that during an unspecified surgical procedure, it was observed that the compact air drive device gave a whistling noise and stopped working. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked, seized and rough running. Therefore, the reported conditions were confirmed. The assignable root cause was determined to be due to faulty production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.